Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization, however does not have any information and will call back to provide details. Customer stated that he experienced high blood glucose levels due to the cannula being bent on top of his skin. Customer also stated that the cannula was not inserted into his body causing the insulin to leak through the adhesive instead of going into his body. Customer's current blood glucose reading is 337 mg/dl and has treated with a manual injection. No further information reported.